Event description:
Case was a vp shunt revision, when md was using perforator it stopped halfway through skull, restarted and then the perforator did not stop and md had to pull the perforator out of the skull to prevent brain damage.